Event description:
Healthcare professional reported left side "capsular contracture [baker] grade IV", "radial folds", and "periprosthetic liquid." Healthcare professional additionally reported "small cystic images"; this is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and "periprosthetic liquid".

Event description:
Healthcare professional reported left side "capsular contracture [baker] grade IV", "radial folds", and "periprosthetic liquid." Healthcare professional additionally reported "small cystic images"; this is not device related. Device remains implanted.